Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ display issue has been completed. There was no issue found during the case. Based on clinical details, device analysis, and data logs, the device functioned/operated to specification. D2 common device name revised on manufacturer device report 1220648-2024-11850 in accordance with updated procedures. F6/f8-should have been left blank on manufacturer device report 1220648-2024-11850 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-11850 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on manufacturer device report 1220648-2024-11850. G1 manufacturing site name and address was inadvertently reported incorrectly on the manufacturer device report 1220648-2024-11850.

Manufacturer narrative:
The aic was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The facility reported a 83-year-old female of unknown race and ethnicity noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The automated impella controller (aic) display froze during primary percutaneous coronary intervention (ppci). Therefore, the aic was exchange and the procedure was successfully completed. There was no reported patient harm.